Event description:
Diabetic ketoacidosis [diabetic ketoacidosis]. Pt who was introduced to a novofine 30 (insulin delivery device) reported that pt was hospitalized due to diabetic ketoacidosis (dka) in 2003. In 2003 the pt felt ill with nausea and vomiting, and at 7:00pm that evening pt measured their blood glucose level to 497 mg/dl. Pt administered 5 units of novolog penfill 3 ml insulin with the induo. The pt stated that pt does not believe pt received any insulin because when performing an air shot before the injection, no insulin came out of the needle. Three hours later pt was still not feeling well so pt measured their blood glucose level again, and the blood glucose meter read hi (meter range unk). Family member called the paramedics, who measured pt's blood glucose level on arrival, and their blood glucose meter also read hi (meter range unk). The pt was taken to the hospital and was found to have a blood glucose level greater than 1000 mg/dl. Pt was diagnosed with dka and an "infection"; however, the pt stated that their physician did not know the origin of the infection. Treatment was initiated with insulin, IV fluids and broad spectrum antibiotics (unspecified). Pt was discharged from the hospital 5 days later. After discharge pt switched to a novopen 3 device, which pt used prior to the induo doser, with novolog penfill insulin, and their blood glucose levels have remained normal. The pt's blood glucose levels were well controlled prior to the event. Pt did an air shot prior to each injection; however, insulin did not always come out of the needle. Pt stated that family member opened the slide on the doser multiple times during use to check the insulin cartridge. While a customer rep was reviewing the functioning of the doser with the pt, they discovered that the piston rod was not in contact with the rear rubber stopper of the insulin cartridge. After re-priming the doser with 50 units, the doser passed the function check. The pt was not trained in the use of the induo. There had not been any changes in the pt diet, medications or activity level at the time of the event. The pt has recovered from the event. Please note: this case is linked to MFR. Rep. #9681821-2003-00014 for the first suspect device. Novofine 30 needle was returned with the induo doser for testing and based on the results of testing, which were completed on 24 april 2003, the needle was added as a suspect product.